Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances. Additional information has been requested.

Event description:
It was reported the reason for the second cervical spine surgery was the new disc herniation at c6/7 with radiculopathy at c7 on the left side. Due to this problem in the level c6/7 surgery was necessary, and the additional revision of the segment c5/6 with explantation of the m6 prosthesis during this surgery was a kind of prophylactic procedure with spondylodesis with a cage and a cervical plate, to prevent further dislocation in the future. It is important to note, that the displacement of the lower plate of the m6-prosthesis took place in the first three days after surgery, however the patient showed up 8 weeks postop, showed no symptoms and was nearly completely pain free, instead of the dislocation of about 3-4mm. Therefore, the new symptoms were high probability due to the new disc herniation.

Manufacturer narrative:
Additional data: a2: 35 years old, (B)(6) 1983, a3: male, a4: 80 kilograms, b3: (B)(6) 2019, g1: mr. (B)(4), g3: 09 april 2021. Manufacturer narrative: h10: it was reported the patient was revised due to neck pain and adjacent disc degeneration with new disc herniation. The device was explanted and intact at time of removal. The radiographic images show patient selection may have been contributory to this complaint as the patient may not have had the requisite height and motion for a disc replacement. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The implant was intact as received. The endplates were attached with the sheath core and fiber construct present. Microbiology results were negative and no pathogens could be found. The cause of this event did not appear to be mechanical failure of the device. Although initially translated by the third post-operative day, and not implanted in a proper position, the m6-c device appears to have remained fixed thereafter and had not failed mechanically at the time of removal.